Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to a bent tube drive of the carriage assembly. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 04/22/2015 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200211429 for failure of pressure test which does not correlate to the customer reported issue.

Event description:
It was reported that the device plunger suffered a failure. There was no patient involvement.